Event description:
It was reported to philips that the system was intermittently unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the procedure. The procedure was completed with delay of less than 20 minutes by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements available. A review of the system logfiles found bib safeguard problem. Upon troubleshooting actions, the fse identified that the c-arm bodyguard interface box was defective. The defective bodyguard interface box was returned for analysis and which concluded that the sensor drift causing the issue with bodyguard. To resolve the issue, the fse replaced the bodyguard interface box. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.